Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was evaluated and replaced. The software and calibration files were reloaded. The system was tested, found to be working as intended and returned to service.

Event description:
It was reported that the system would not boot up. There is no report of death or serious injury.